Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed while the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm.

Manufacturer narrative:
The customer-reported single compressor malfunction alarm was confirmed through review of the patient data file; however it could not be reproduced during investigation testing. The driver operated as intended and passed all portions of functional testing, as well as an observation run and power cycle testing. Despite passing investigation testing, when the compressor was removed and inspected, a "metal on metal" sound was heard when rotated manually. It is suspected that internally there is some resistance that could have contributed to the single compressor malfunction alarms as observed by the customer. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4527 follow-up report 1.